Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the tip of the device came off from the hand piece unintentionally during surgery. During intraoperative use, the tip detached from the hand piece. No additional details were provided regarding retrieval of the detached tip, device replacement, or any procedural impact. There was no information provided regarding surgical delay. There were no consequences or impact to the patient, and no patient treatment was reported. Due diligence is complete as no additional information is available.